Event description:
It was reported that upon removal of a wound drain, the drain broke and a portion of the drain remained inside the pt. The pt was taken back to surgery to have the indwelling drain portion removed. No further complications were reported and no additional info was provided.